Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove water from the foley catheter into the syringe during pretest. As per the photo sample received on 16nov2021, there was discoloration on the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted the catheter appeared brownish upon return. The temperature sensing catheter is coated with a silver alloy coating, which results in the discoloration of the catheter. Therefore, the device is considered within specification. Further inspection, the catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The catheter was deflated in 1 minute and 52.24 seconds. The catheter balloon was dissected to find the notch was perforated correctly. This meet specification per inspection procedure which states, "verify that the eye punches are complete and notch according to the applicable drawing. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected

Event description:
It was reported that it was difficult to remove water from the foley catheter into the syringe during pretest. As per the photo sample received on 16nov2021, there was discoloration on the catheter.